Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2008 and had to undergo revision surgery on (B)(6) 2017 due to alleged head disassociation (hd).